Event description:
It was reported that the patient presented to the ER for dialysis permacath placement. After the procedure, the patient coded for an hour and received multiple appropriate shocks from the device. Intermittent ventricular undersensing during 1 vt/vf episode was observed resulting in premature return to sinus detection. A vt/vf episode with all therapies exhausted was also observed. The device was reprogrammed. It was later reported that a dnr was established; the patient went into cardiopulmonary arrest and expired.

Manufacturer narrative:
No medwatch form was received.